Manufacturer narrative:
Upon reassessment of the reported event and additional information received, it was determined to be not reportable as the tendonitis was unrelated to the device. The initial report was forwarded in error and should be voided. Sections updated b4 b5 g3 g6 h2 h11.

Event description:
Upon reassessment of the reported event and additional information received, it was determined to be not reportable as the tendonitis was unrelated to the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: 010000662 item name g7 pps ltd acet shell 50d lot # r7304614a. 30103604 item name 36mm i.d. Size d neutral liner lot # 65627113. 00877503601 item name bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 lot # 3115418. 574201040 item name femoral stem cementless collared standard offset 12/14 taper size 4 lot # 3060082. 00625006525 item name bone screw self-tapping 6.5 mm dia. 25 mm length lot # j7375825. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that 2 years post implantation, the patient reported mild left hip flexor tendinitis. Patient was prescribed physical therapy and the tendinitis has resolved. There is no further information available at the time of this report.